Event description:
A customer reported a system message during a vitrectomy procedure. After the eighth cataract surgery using the same low suction cassette, it was presumed that the cassette was "capped". The procedure was aborted. There was no harm to the patient. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).